Manufacturer narrative:
It was reported to abbott that the patient¿s lead implant procedure was abandoned because the physician experienced insertion difficulties due to the patient anatomy. The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02293. It was reported the patients implant procedure on 5 march was abandoned due to the inability to implant the leads due to patient anatomy. No product was implanted.